Event description:
Additional information was received that the lead testing at revision using the pacing system analyzer (psa) showed high impedances and no capture. It was determined that the lead was fractured.

Manufacturer narrative:
At this time, the product was capped and remains implanted. If the product is explanted and returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically capped and abandoned due to high out of range pacing impedances greater than 2000 ohms. A new rv lead was implanted. No additional adverse patient effects were reported.